Manufacturer narrative:
Event date is estimated. A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had their scs ipg replaced on (B)(6) 2022 because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.